Manufacturer narrative:
One twinfix device without anchor or suture was returned for evaluation. Without the returned anchor, no functional or dimensional testing can be performed. A review of the device history records were performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. A complaint history review has not identified additional complaints for this lot number on file. (B)(4).

Event description:
In the moment of the procedure, on the first lap that the physician gave, the anchor broke. Due to nature of material, there is potencial for fragment to remain in the patient.